Event description:
Additional information found in the patient records indicates the left eye also experienced a decrease in bcva. Pre-op was 20/20, lastest post-op was 20/30.

Event description:
An attorney reports that his client alleges that following lasik surgery, he 'sustained serious and permanent injuries'. The client also alleges permanent disability due to the device. A review of pt records indicates the patient experienced a 2 line decrease in bcva in the right eye following the initial lasik surgery. At two weeks post-op the patient reported asthenopia, heavy glare and haze. The surgeon noted epi defect in the right eye. A prk enhancement was performed and the only post-op record provided was at one month and the patient's bcva decreased one more line. The haze and other visual symptoms were resolving.

Event description:
Patient records also revealed at one week post-op initial surgery, the surgeon performed a flap lift on the left eye for microstriae. The flap on the left eye was re-floated approximately one month later and a retreatment was performed. One week later a custom prk retreatment was performed on the surface of the flap in the right eye. Following this second treatment of the right eye, the patient experienced corneal haze in both eyes and microstriae and dlk in the central portion of the flap on the left eye. A second retreatment was performed on the left eye approximately 5 months following the first retreatment. Corneal irregularities and central striae were noted on the left eye.

Manufacturer narrative:
Additional information provided in b.5. H.3., h.6. And h.10. H.3., h.6.: a surgery database performance verification was conducted on this system. The analysis determined that the laser performance factors analyzed were operating within specification for the dates of this patient's surgery. This report mailed to FDA on: 02/22/2006.